Event description:
On (B)(6) 2014, the patient contacted animas, alleging a hyperglycemic event due to pump suspending. Reportedly, the patient¿s blood glucose (bg) reading was between 300 to 500 mg/dl with symptom of dehydration; nausea; sweating, and severe headache. The patient did not report having received any treatment and the patient reportedly remained on pump therapy with no recent adjustments made to the pump settings. Customer technical support reviewed the suspend history and the alarm history with the patient and did not find any evidence of inadvertent pump suspension by the user. This complaint is being reported based on the allegation that the patient experienced a serious hyperglycemic event related to suspended pump delivery of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any pump suspension related warnings. The total daily delivery appeared to be inconsistent due to a time/date issue. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The pump was suspended and unsuspended without any difficulty, and the pump gave the appropriate audible and visual alerts when suspended. The reported pump suspension issue was not verified in the black box or duplicated in the investigation.